Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to the patient¿s feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter was reading inaccurately between 6:00pm and 6:30pm on (B)(6) 2017, when the patient obtained an alleged inaccurately high blood glucose result of ¿126 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with humalog and lantus insulin, which she self-adjusts. The reporter indicated that the patient continued with her usual diabetes management routine and administered 30 units of lantus after obtaining the reported result. He alleged that 1.5 ¿ 2 hours later, between 7:30pm and 8:00pm, the patient ¿couldn¿t hold herself up, falling forward in chair, and eyes were glassy; she was placed in bed and fell all over bed¿. The reporter indicated that he contacted paramedics who did not test her blood glucose level, but took her straight to hospital. He reported that while at hospital, the patient¿s blood glucose level was ¿very low¿, she was disoriented and given IV fluids by hcps. During troubleshooting, the cca noted that the patient¿s test strips were within expiry date and had been stored correctly. The reporter confirmed that the meter was set to the correct unit of measure. The reporter did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient to allow her to verify the accuracy of the lfs products. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.